Manufacturer narrative:
Concomitant medical products: product ID: bi71000522. A manufacturer representative went to the site to service the system and confirmed the reported issue. The mvs fuses were replaced. A system checkout was then completed and showed the system was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system was not powering on. It was confirmed the light for wall power was not on when the mobile view station (mvs) was plugged in. This issue was noted outside of a procedure, and there was no patient involvement.